Event description:
On 02/20/2023, it was reported by a sales representative via phone that (2) ar-1588rt-2j tightrope® ii broke. This occurred during an acl reconstruction on 02/15/2023 the first a ar-1588rt-2j when pulling the grafts the loop broke, and all fragments were retrieved. They proceeded to use the second ar-1588rt-2j and when pulling the graft in one of the tensioning stitches broke right at the button, and all fragments were retrieved. The case was completed using a second graft, and a third tightrope that worked accordingly.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted no problems with the white/black and blue suture, suture tape is damaged and tore off, an eco-37907 was opened to address the issue. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.